Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR # 2183959-2011-00210. On (B)(6) 2008, a miniarc device was implanted to treat "urinary incontinence" is now reported to have caused "extreme pain, dyspareunia, and other injuries."